Manufacturer narrative:
(B)(4). UDI# (B)(4). The customer returned one guide wire, catheter, and product lidstock for analysis. The components showed evidence of use. Visual examination revealed the guide wire was unraveled from the distal weld and is kinked/distorted in several locations along the body. The core wire distal j-bend was deformed and exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. Both welds were present and appeared full and spherical. Microscopic examination of the catheter and insertion components did not reveal any defects or anomalies. The major kinks in the guide wire body measured 157mm and 354mm from the distal/proximal tip. The broken core wire measured 682 mm in length, which is within the specification of 679-687 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.844 mm which is within the outer diameter specification of 0.838-0.877 mm per guide wire product drawing. The catheter body length measured 216 mm which is within the specification of 207-227 mm per catheter product drawing. A lab inventory guide wire of same diameter as that supplied in kit 0.877mm (measured 0.840) passed through the distal extension line and catheter body of the returned catheter with minimal resistance. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit informs the user, "precaution: if resistance is encountered when attem pting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel. Warning: do not apply undue force on guidewire to reduce risk of possible breakage." The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the spring wire guide unround/uncoiled while being removed from femoral site." The guide was successfully removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".